Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, electrical testing confirmed the conductor was intact. However, the insulation at 31-22 cm from the terminal pin was abraded and torn, which allowed the conductors to be exposed. The insulation damage was in the area of the clavicle and was consistent with clavicular/first rib crush.

Event description:
It was reported that this right ventricular (rv) lead was found to be fractured. The lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.